Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported by remote transmission the patient presented to the emergency department with atrial arrhythmias. The atrial lead was under sensing which caused the anti-tachycardia pacing algorithm not to run. The lead remains in use. No patient complications were reported as a result of this event.